Event description:
It was reported that the patient's right ventricular lead was capped and replaced due to inappropriate shock and lead fracture. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145545.